Event description:
Device 2 of 2. Please see MFR report# 1627487-2010-01397 for device 1. On (B) (6)2009, the pt was implanted with an scs system. On (B) (6)2010, it was reported that the pt had a seizure and the leads subsequently moved. The pt also lost 20 pounds and is experiencing difficulty communicating with and charging the ipg. On (B) (6)2010, the pt's leads were replaced.

Manufacturer narrative:
Evaluation. The device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and was noted to be incomplete. No functional testing could be performed on the incomplete lead. Conclusion: - the reported complaint could not be determined. Lead migration can not be confirmed through lab testing. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.